Manufacturer narrative:
Additional information added to: d4,d10,d11, h4 (suspect device s/n, UDI, mfg date, added) the report of an over infusion of saline was not confirmed through a review of the device logs nor through testing. Rate accuracy testing performed on the source pump module found the device operating in specification. The pcu error log showed no malfunctions occurring on the reported event date and time. The pcu event log showed the following: channel c, sn: 15018291 ¿ completed infusing bevacizumab in approximately 30 min, ending at 4:18 pm with an air in line alarm, not an ¿alarm for infusion complete¿ as stated by the customer. Channel b, sn: 15017829 (suspect pump module)¿ programmed to start infusing IV fluids at 4:18 pm at a rate of 204 ml/h and a vtbi of 21 ml. The pump module alarmed three times for ¿check IV set¿ over the next two minutes and was restarted after each alarm. The pump then alarmed for flow stop open and door closed at 4:21pm. The pvi was at 0 ml at this time. The pump was selected at 4:21 pm and restarted once again. Seconds later, at 4:21 pm, the pump module alarmed for air in line twice and was restarted after each alarm. The pvi was now at 0.32 ml. The pump was restarted again at 4:21 pm and continued to infuse until kvo was reached at 4:28 pm. The pump was channeled off and the system powered down 26 seconds later a root cause was not definitively identified.

Event description:
It was reported that prior to the event , pt. Received several premeds and 2 chemo meds with a post flush of d5w.the rn stated that ¿the last chemo had to be hung with saline, a saline flush bag on primary tubing on programmed channel b, channel off, not programmed, volume cleared. ¿ the chemo hung and programmed on channel c, ran for approx. 30 mins. The device infusing chemo alarmed for infusion completed. At 1544 a post saline flush, the intended rate of flush was 200ml/hr. For 21mls programmed on channel b, the device alarms "air-in-line." And noted saline bag empty at 1630. The customer confirmed that there was no patient harm reported. The rn stated that a new saline bag hung on same tubing and flush completed without incident (monitored during flush).the set for the saline flush was in use for 45 min.

Event description:
It was reported that prior to the event , pt. Received several premeds and 2 chemo meds with a post flush of d5w.the rn stated that the last chemo had to be hung with saline, a saline flush bag on primary tubing on programmed channel b. The chemo hung and programmed on channel c, ran for approx. 30 mins. The device infusing chemo alarmed for infusion completed. At 1544 a post saline flush, the intended rate of flush was 200ml/hr. For 21mls programmed on channel b off at the time however the device alarms "air-in-line." And noted saline bag empty at 1630. The customer confirmed that there was no patient harm reported. The rn stated that a new saline bag hung on same tubing and flush completed without incident (monitored during flush).the set for the saline flush was in use for 45 min.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. Product model#, serial# and manufacture date requested but not provided.

Event description:
It was reported that there was an unspecified over infusion of saline. The customer reported that there was no patient harm.